Event description:
It was reported that there was premature battery depletion and long capacitor formation time, greater than 16 seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that a battery filter capacitor was leaking excess current. This caused the battery to deplete ahead of projected longevity, confirming the reported field experience.